Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported as a break in aseptic technique. It was reported the patient was hospitalized for the event. On an unreported date the patient was retrained on aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.